Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose at time of incident was 135 mg/dl. The customer stated the bad sensor alert occurred after a 2nd consecutive calibration. The customer was discussed the timing of calibrations leading to alert and calibration protocol. The customer was advised to remove and change out sensor. Customer was using proper calibration protocol. The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 166 mg/dl. Customer is not experiencing intermittent calibration error alerts. The customer was advised to wait until blood glucose are stable to calibrate. The customer was advised that we are sending replacement sensor.